Event description:
It was reported that the patient programmer was not working right. When the patient would press the sync button half of the time they would get a question mark screen on their programmer. The patient was only able to communicate with their device sometimes. When the patient would press ¿on¿ for stimulation the white button would give them a shock. They were able to raise and lower their stimulation. The patient usually turned down their stimulation at night but 6 days prior to the report they left it on high for the night and the next day they couldn¿t get out of bed because of pain in their back. The device was not turned on at the time of the report but was set at 2.0v. It was noted that 3.0v was too high. The patient¿s stimulation didn¿t feel the same as it used to. The stimulation used to not tingle that much but now it tingled a lot. At the end of the report the patient was able to communicate with their implant and their programmer was working fine. The patient only had one program. It was further reported that a manufacturer representative met with the patient on (B)(6) 2014. It was further reported that the patient was unable to get the stimulation in their back. They had stimulation in their legs but could not get it in their back and they were in a lot of pain at the time of the report. This problem had been going on for approximately 2 weeks prior to the report. The patient¿s therapy was not working as expected. It was further reported that a manufacturer representative was able to get some stimulation into the patient¿s back but it required the amplitude to be uncomfortably high. The patient had a sudden loss of coverage approximately two weeks prior to the report. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
It was further reported that the patient was going to be getting an x-ray. There was no appointment date set at the time of the report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3 550-14, lot# n304659, implanted: (B)(6) 2011, product type accessory; product ID 355531, lot# n307758, implanted: (B)(6) 2011, product type screening device; product ID 3550-39, lot# n301005, implanted: (B)(6) 2011, product type accessory; product ID 3550-29, lot# n299246, implanted: (B)(6) 2011, product type accessory; product ID 3550-14, lot# n299678, implanted: (B)(6) 2011, product type accessory; product ID 37092, lot# 292330001, implanted: (B)(6) 2011, product type accessory; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).